Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25200. It was reported the pt is experiencing ineffective stimulation. Reprogramming attempts did not provide resolution. In turn, the pt requested her scs system to be explanted due to not being able to maintain and operate the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.